Manufacturer narrative:
Ps53990. The complaint mr290v humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will submit our findings in our follow-up vigilance report following receipt of the complaint device and investigation.

Event description:
A hospital in (B)(6) reported via our distributor that an mr290v autofeed humidification chamber overfilled as a result of a malfunction of the dual-float system. No patient consequence was reported.